Event description:
The customer reported that during an incident involving a pt with a complaint of chest pain, the unit beeped; the operator looked up and saw that the EKG was gone and the message "system failure" was displayed. He turned the unit off and then back on. It then displayed the message, "set up failure." There was no adverse outcome to the pt.